Event description:
Medtronic received information regarding two concerto coils that had resistance/were stuck in the sheath. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The coils could not be introduced in the microcatheter and it was noted that both coils had the same issue of coil resistance/stuck in sheath. Both of the complaint coils were replaced to continue the procedure. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the concerto implant coils were both returned for analysis within a shipping box, within individual opened concerto implant coil outer cartons, and within individual resealable biohazard plastic bags. Damage location details: the concerto implant coil was returned without the introducer sheath. The pushwire was found to be bent at ~115.9cm, kinked at ~143.9cm, and broken with the release wire visible (not pulled) at ~144.8cm from the proximal end. The concerto implant coil was returned stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): the concerto implant coil tip od (outer diameter) was measured to be .0109¿, which was found to be within specification (specification .0112¿ +.0010¿/-.002¿). The introducer sheath was not returned for further assessment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.